Event description:
It is reported that the devices were implanted in 2005 and revised in 2009 due to the stem fracturing.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative reports were returned for review. The devices were in vivo for approx 3 yrs and 10 months. Images provided show stem fractured just inside the taper on the proximal body. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack or proximal support of the body are involved. Based on the available info, a definitive root cause cannot be ascertained at this time, though pt weight may be a contributing factor. No product was returned. Reviewed of the device history records for lot# 68141000 did not find any deviations or anomalies. Review of the device history records was also not possible for the unk zmr taper stem as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.